Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, after the lead was fixated, slitting the catheter was initiated. Soon after slitting, the adjustable slitter became disengaged from the catheter and the hemostasis valve remained intact on the lead. The valve was then removed by sliding without difficulty. The hemostatic ring was then removed. No patient complications have been reported as a result of this event.